Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in late 2008 that a speedband band ligator was used during a ligating procedure in the esophagus performed four days prior. According to the complainant, five of the seven bands fired from the device were unable to hold the tissue. It was indicated that the procedure was completed with this same device. There were no pt complications as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "good."